Event description:
It was reported that the insulin pump had a blank display and alarmed failed battery test. The blood glucose reading was 115 mg/dl at the time of the blank display, and the blood glucose reading at the time of the failed battery test was 329 mg/dl. The display returned upon troubleshooting. During the troubleshoot procedure for the failed battery test, the insulin pump alarmed again. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.